Manufacturer narrative:
Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate.